Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that fifty syringe 3ml ll w/ndl 21x1-1/2 rb experienced scale marking issues. The following information was provided by the initial reporter: material no: 309577 batch no: 9008856. It was reported via phone call that the customer has received reports that at least fifty syringes were found to have defective/blurred scale markings. No pts were impacted and affected samples are available. Only seeing issues with this lot. Date of occurrence is now known per customer on phone call.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that fifty syringe 3ml ll w/ndl 21x1-1/2 rb experienced scale marking issues. The following information was provided by the initial reporter: material no: 309577, batch no: 9008856. It was reported via phone call that the customer has received reports that at least fifty syringes were found to have defective/blurred scale markings. No pts were impacted and affected samples are available. Only seeing issues with this lot. Date of occurrence is now known per customer on phone call.